Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
It was further reported that the sensitivity of the ICD was reprogrammed to nominal. All other lead measurements were within an normal range and the physician was unable to recreate any noise with non-invasive maneuvers. The physician elected to follow the patient for now. Guidant will provide additional information when it is available. The device was explanted over eight years later due to normal battery depletion and was returned for testing. This product issue will be updated when device evaluation is complete.

Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed elevated pacing lead impedances at implant. They have been dropping since implant and are now within a normal range. Also reported that the ICD sensed noise on the ventricular rate/sense channel resulting in one non-sustained episode and pacing inhibition.

Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed elevated pacing lead impedances at implant. They have been dropping since implant and are now within a normal range. Also reported that the ICD sensed noise on the ventricular rate/sense channel resulting in one non-sustained episode and pacing inhibition.